Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. Info related to the composix kugel mesh implanted in 2006, will be reported in accordance with rae.

Event description:
Attorney reported: in 2006 - the pt underwent surgery for the repair of a epigastric hernia and a hernia of the left lower quadrant. A recalled composix kugel mesh patch was implanted in the lower left quadrant. Four days later -- the pt underwent an exploratory laparatomy with adhesiolysis, mid-small bowel resection, explant of all mesh patches and placement of a graft for body wall reconstruction. The pt subsequently developed a mrsa infection, requiring weeks of high dose anti-biotic therapy. Twenty days later -- the pt underwent a PICC line placement and CT scan guided abdominal fluid collection. In early 2007-- the pt is diagnosed with probably recurrent abdominal wall abscess and underwent incision, debridement and wound vac placement. In 2008-- the pt had debridement of abdominal wall skin, extensive adhesiolysis and abdominal reconstruction with bioprosthetic. The pt's suffered injuries are a direct and proximate result of the defective kugel mesh.